Manufacturer narrative:
Device lot number and expiration date are unavailable. The device was discarded before the information could be obtained. Device manufacture date is dependent on lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a fractured rv lead, a tear to the subclavian and innominate veins occurred. Reportedly, the lead was prepped with a spectranetics lead locking device (lld) and a glidelight laser sheath was used to advance to within 1 inch of the tip of the lead. The lead was unable to be freed with traction force and the decision was made to abandon the lead. When a short sheath was advanced over the access wire, blood pressure dropped and a tear was identified to the left innominate and subclavian veins. A bridge rescue balloon was placed to stabilize the patient until the subclavian was repaired with a coil device. The innominate was not repaired. The patient was transferred to cicu and outcome was good.